Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported effusion. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 2182269-2020-00005. During a premature ventricular contraction procedure, a pericardial effusion occurred. Mapping was being performed in the right ventricle with a non-abbott catheter. The ablation catheter was inserted through the introducer and advanced toward the right ventricular outflow tract, however a subtle blood pressure change was observed and the patient became hypotensive. Trans-thoracic ultrasound was performed and revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.